Event description:
Additional info provided by the ophthalmologist indicates the surgical assistant was holding the lens too tightly with forceps resulting in deep separated creases on the lens surface. The lens was not used. There was no pt impact assoicated with this event.